Event description:
It was reported that: "the physician was treating spinal avm embolization. During spinal avm embolization procedure a magic 1.2f was used for embolization of spinal avm. The microcatheter was initially navigated successfully to the target location using a guidewire. However, while advancing the wire further, the microcatheter encountered resistance and appeared to get stuck within a vessel segment. During gentle withdrawal of the system, the distal tip of the microcatheter fractured and separated, leaving a small fragment retained inside the vessel. The microcatheter was carefully withdrawn immediately. Subsequently, another magic 1.2f microcatheter was navigated through an alternative feeder vessel. The retained distal fragment was successfully embolized using glue. The procedure was completed successfully without any immediate complications. The incident was managed promptly, and the retained fragment was secured with embolization." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.